Event description:
PICC line placed on (B)(6) 2014. Used without problems. Pt was being turned in bed and nurses saw PICC line had snapped.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of rexf0299 showed no other similar product complaint(s) from this lot number.